Event description:
I have purchased nasal strips of different brands many times, generally via amazon, and using my hsa account since the product is considered a medical product. In the past few month I've tried a cheaper brand from china and have noticed waking with significant headaches, bordering on nausea, when I use them. This is unlike the other brand. I have alternated my use with stretches with other brands to test/determine if my reaction was real and particular to this one brand. As I am not allergic to any other substance I know of, my conclusion is that the glue this brand uses, which is likely a cheap glue to keep the costs down, is literally toxic. I would like to mail the box with labeling and the remaining nasal strips to you for testing. What address should I use?